Event description:
The customer reported that the system displayed a generator error message and would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the monoblock and performed filament calibration. The system was tested and found to be working as intended and put back in service.